Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 149 mg/dl at the time of incident. The customer stated that the insulin pump had a failed battery test alarm and changed the battery. The customer stated that the carbohydrates was stuck to zero after pressing the act button then changed the battery again. The customer stated that the button error alarm occurred after changing the battery. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.